Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously elevated troponin (accutni) result generated by unicel dxi 800 access immunoassay system. The result was reported to ER. Heparin and plavix protocols were started on the patient due to the elevated result.

Manufacturer narrative:
The sample was in a lithium heparin plasma tube, and was centrifuged in a power processor centrifuge for four (4) minutes. Per customer provided data, the customer had a passing accutni calibration on (B)(6) 2011. Service was dispatched for this event and on-site on (B)(6) 2011. The field service engineer (fse) calibrated all transducers and performed alignments. The fse cleaned the wash wheel and wash valves. The fse replaced aspirate probes and tubing. The fse ran a high sensitivity system check, which passed the specifications. No clear root cause could be determined for this event.